Event description:
During post-dilatation of a previously-deployed wall stent in the left common/external iliac artery, the balloon ruptured at 15 atm on its 3rd inflation. The balloon was being manipulated in the middle of the stent when it ruptured. There was no calcification or tortuousity present in the target vessel. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. As per the reporting affiliate, no additional pt or procedural info is available. The product is not available for evaluation and testing.